Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with no allegation reported by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously received information from uno legal litigation in reference to a repaired or recertified dream station CPAP with no allegation reported by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were not observed. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. Evaluation method code, evaluation results code and conclusion code grid has been updated.